Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) had av node ablation and subsequently had atrial flutter which was farfield sensed on ventricular channel and caused inhibition of pacing. It is also reported that there is farfield sensing of ventricular paced events on the atrial channel. There were no patient symptoms reported. ,